Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during follow-up the patient received inappropriate atp due to a vf episode. Reportedly, shock therapy was aborted due to return to sinus. Reprogramming was performed which resolved the issue. There were no reported patient symptoms